Manufacturer narrative:
H10: the touchscreen was replaced with another touchscreen from another unit. The unit was later sent to bench repair and the touchscreen was replaced to resolve the issue. Bench repair replaced the touchscreen to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the touchscreen was replaced with another touchscreen from another computer to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touch screen was not working. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the touchscreen did not work. A calibration was performed to attempt to resolve the issue but failed. The rse advised the touchscreen be replaced.

Manufacturer narrative:
(B)(6).